Event description:
The pt called and reported that an incident occurred where the lens felt dry and when removal was attempted, it "pulled the cornea with it." The pt reports visit to the opthalmologists for treatment and the injury has resolved. Ophthalmologist's office reported the pt was seen in january with a "central corneal ulcer that has resolved."